Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which displays the increased gap in the buttons. However, without the return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Event description:
It was reported on (B)(6) 2022 by a customer via email that an ar-2271 dog bone system has displaced and requires a revision surgery. This was discovered after use, revision planned for (B)(6) 2022. Updated revision surgery rescheduled to (B)(6) 2022. Per facility: "patient had an acute grade 3 disruption of his acj on (B)(6) 2022 following a fall off of his bike. He had surgery under my care to reconstruct his acj on (B)(6) 2022. An arthroscopically assisted reconstruction using the arthrex tight rope/ dog bone technique was used. Surgery was uneventful and post operative x-rays showed a good position of the dog bone buttons and an excellent reduction of the acj. The patient was kept in a sling for 6 weeks as per the manufacturer's recommendation and active physiotherapy exercises where started at this stage. The reduction of the acj at the six-week mark was still excellent although a few millimeters of loss of reduction was noted. At six weeks post-surgery, once the reduction is well maintained, as is my normal practice, the patient was discharged from my care and left in the hands of the therapist. This visit occurred on (B)(6) 2022. Patient was advised on active range of motion but to avoid heavy lifting for another 6 weeks. Following this visit, the patient progressed well, returning to cycling although complain of the occasional twinge of pain with certain activities. In late august he noted an increases deformity of the acj and x-rays confirmed that the acj reduction had displaced by 100 %, returning to his pre-injury state. The dog bone buttons were still in place and there was no evidence of ¿cut out¿ or fractures around the dog bone." Additional information received on 3/3/2023: patient underwent revision surgery on (B)(6) 2022. The fibertape and top button from an ar-2271 acute ac repair implant system were explanted, and the lower button remains in the patient as surgeon could not retrieve it. Case was complete with (2) ar-1655ps peek tenodesis screw, and an ar-1676ds bio-tenodesis disposable kit was used to implant the screws.